Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description, cs reports, system history, system log files and affected part(s). During the procedure no normal system movement (normal speed, auto drive) was possible. Upon investigation the customer service engineer checked the system and localized an activated proximity switch. Normally, in the case of an activated proximity switch; an override mode movement is possible. However, in this case, the override function was not possible since the signal, which activated the proximity switch, was toggling. After trouble shooting by the service engineer there were no further issues and the system works as intended. In the opinion of the technical expert, the most probable root cause was a non-proper mounted beam cover. Reasons could have been improper installation or previous collisions resulting in possible ingress of liquids and activating the proximity switch. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold, therefore, no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During a procedure, the user reported that the c-arm moved into the collision zone on the floor and could no longer be moved. The c-arm was pulled away from the patient by the user. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.